Manufacturer narrative:
The events of helix mechanism issue and the soft tip damage were reported to abbott and confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. The soft tip was noted to be damaged consistent with procedural damage. X-ray examination found no anomalies on the lead. The helix mechanism/extension length test could not be performed due to the soft tip damage. The cause of the reported events was isolated to the helix being clogged with blood and the damaged soft tip.

Event description:
During an initial implant procedure, it was not possible to implant the right ventricular (rv) lead due to the helix not functioning properly. The rv lead was explanted and replaced to resolve the event. The patient was stable.